Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system and a leica oh6 microscope could not establish communication. It was noted that information on the microscope was not changed and the communication cable did not appear to be damaged. There was no patient present when this issue was identified. No additional information was provided.